Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('metal sensitivity on skin resulting in inability to wear jewelry'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), cystitis ("bladder infect.,"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision probs"), dysgeusia ("metallic taste in mouth") and complication of device removal ("complications during removal surgery"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (yes other removal date (B)(6) 2019). Essure was removed. At the time of the report, the allergy to metals, pregnancy with contraceptive device, abortion spontaneous, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, visual impairment, weight increased, dysgeusia and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, complication of device removal, cystitis, dysgeusia, fatigue, hormone level abnormal, pregnancy with contraceptive device, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events . Following events were added : bladder infect., vag. Infect., vag. Discharge, fatigue, hair loss, hormonal changes, vision probs, weight gain, metallic taste in mouth and metal sensitivity on skin resulting in inability to wear jewelry, stillbirth/miscarriage, pregnancy, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.